Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient and the patient told them that they had been checking their implant regularly with their programmer to verify it had been consistently on and since the rep had last spoken to the patient, the device had not turned off on its own. The patient kept a log. The patient also reported they were happy with their stimulation and therapy at the time. Impedance checks were normal.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their implant had been shutting itself off since they got their current implant. The patient was told to replace their external equipment, but it was reviewed that replacing it would not be expected to resolve the issue. They said that they would go to turn their therapy off for acupuncture, then they would turn the therapy back on afterwards, put equipment away and then two weeks later they would go to turn therapy off for something else and therapy would already be off. Their implant had done that "a couple of times". Their current implant was way "thicker" than the first implant they had. They accidently hit their implant once and it caused the implant area to hurt. They also said said it takes "longer than normal" for their external equipment to connect to the therapy app and called the equipment "finicky". They saw the manufacturing representati ve (rep) 5-6 months ago and connected to therapy app while rep watched. The rep told the pt that it was taking "a long time" to connect with the implant. Pt said that then the rep said they didn't know if it was taking longer than normal to connect or if the rep was thinking it was taking a long time because the pt thought it was taking a long time. During call they were able to connect to therapy app like normal. They saw normal screens and said that they had thought the screen that tells them to search for device, place the communicator over the device, find device was not normal. They did say they saw "device not responding" sometimes. It was reviewed that this message meant to reposition the communicator over the implant and try again. They said sometimes they were able to connect in 30 seconds and other times it took about 2 minutes. The patient was walked through how they turn therapy off, which the patient would turn the stimulation down to zero and then therapy would shut off and then they would use the increase arrows to turn therapy on. They confirmed they weren't changing programs. They learned their lesson one time when they turned therapy from off to on. The therapy had been off for two weeks and they didn't know it and when therapy came on to the number it had been on before it jolted the patient with electricity and the patient was a mess for two weeks and had muscle spasms through their body. The issue was not r esolved through troubleshooting. The caller had been redirected to patient's healthcare provider. The manufacturing representative (rep) was also contacted about this issue and indicated they would reach out to the patient. On 2024-aug-28 additional information was received from a manufacturer representative (rep). The rep reported that they had in their notes that the patient had spoken with a physician's assistant who had the same name that the patient was identifying as the manufacturing representative. They contacted the patient after they were notified on (B)(6) 2024 regarding this event and advised the patient about various environmental emi that could interfere with the implant. They also advised the patient to keep an on on their device and document if they experience anything unexpected since they have an appointment coming up on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.